Event description:
Boston scientific received information that this right atrial lead was reported to have dislodged. The lead was explanted and replaced with no adverse patient effects other than the additional procedure reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.